Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform the displacement test, and occlusion test. Pump passed rewind test, prime/seating test, basic occlusion test, and force sensor test. Pump failed vibration test portion of self test due to blank. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms during therapy noted during testing. Pump successfully downloaded to thus. Confirmed several insulin flow blocked alarm during basal delivery from 30-jan-2023 at 21:58:00.00 to 04-feb-2023 at 21:36:00.00, 04-feb-2023 at 22:05:00.00 to 04-feb-2023 at 22:22:00.00, 04-feb-2023 at 23:07:15.00 to 05-feb-2023 at 05:45:00.00 in the pump downloaded history. Several insulin flow blocked alarm during bolus noted in the history files from 04-feb-2023 at 21:56:52.00 to 04-feb-2023 at 22:04:54.00 and from 04-feb-2023 at 22:30:50.00 to 04-feb-2023 at 23:00:00.00, 05-feb-2023 at 08:56:38.00 to 05-feb-2023 at 23:14:00.00. The pump was cut open and found dried insulin on the motor slide, a corroded home switch, and moisture damage on the pcba 1 and the force sensor. The following were noted during visual inspection: overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, detached retainer, missing o-ring (reservoir tube), scratched case. Insulin blocked alarm during therapy was not confirmed during testing. Unable to perform the full drive test due to missing retainer ring. Insulin flow blocked alarms during therapy was found in the pump history download. Pump exposed to moisture confirmed on the pcba 1 and the force sensor. Missing retainer ring was confirmed during analysis. Cosmetic damage was not confirmed at the serial number label during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an insulin flow block alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per instructions. The pump will be returned for analysis.